Event description:
It was reported that a minimum fill notification occurred however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by loading a second cartridge onto the pump, allowing the customer to successfully resume insulin delivery.